Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following component has been ordered. Hard drive. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that intermittently the 2800 system would display mixed up images on minified images. System is in use. Bio-medical engineer was unable to duplicate. There was no report of pt injury.